Manufacturer narrative:
Failure to recharge.

Event description:
It was reported there was a recharging problem over the past several mos. Follow-up with the health care provider confirmed implanted neurostimulator could not be read or recharged. X-ray confirmed implanted neurostimulator had flipped. Surgery scheduled (date not provided) to fix the issue. Add'l info has been requested from the health care provider, a follow-up report will be sent when new info is received.